Manufacturer narrative:
Manufacturing received a vela front panel. The vela front panel was visually inspected. It was noted that the display module cable had a disconnected wire. Also there was fluid ingress. After reconnecting the wire, the part was installed in known good unit. The display did not come up normally. No further investigation can be completed. The disconnected display module wire may have caused the display to not function properly.

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined the issue was caused by a malfunctioning front panel. The foreign distributor was shipped a replacement front panel to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty front panel for evaluation. As of 4/24/2015, the alleged faulty front panel has not been received. Should the alleged faulty front panel be received and evaluated, a followup medwatch report will be submitted.

Event description:
Display/monitor malfunction. Reported to carefusion technical support: "touch screen not respond, the whole screen not responding to touch; there is a small kind of vapor inside the touch screen.